Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem as well as a blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Customer contacted haemonetics (B)(6) 2010 reporting their orthopat machine had no power even after using a different power cord. Issue was noted after use. No injury or reaction was reported.